Event description:
It is reported that the pt underwent right total hip replacement in 1999. Post operatively, the pt experienced pain and was revised in 2003, wherein the femoral head and acetabular liner were exchanged.

Manufacturer narrative:
Eval summary: device was in-vivo for approx 4 yrs. Devices, x-rays, pt info such as weight, activity level and build is not available. Report indicates that the revision was due to pain. The allegation does not indicate any possible role of the devices contributing to pain. Also, the devices' conditions at the time of revision is not known. No engineering analysis could be done with available info. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.